Event description:
The patient had (B) (6) infection (location and symptoms not specified). The system was explanted and the infection was removed. No additional information was provided.

Manufacturer narrative:
(B) (4). No significant anomalies found. There was good stable output on every electrode pair that matched the programmed settings. There were no issues when pressing on the ins can. The ins battery capacity on the 8840 programmer was h3: 28-47%. All connector sleeves were stuck inside the ins port, and proximal end of the lead was broken off.